Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the packaging, carrier tube, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated and were noted to be kinked along the shaft of each component. The carrier tube was returned in rear lock position with the suture fully deployed and cut at the black marker. The hemostasis sheath and carrier tube were returned separated and both components were kinked. The carrier tube was returned fully rear locked and deployed. The black compaction marker was also cut. The device appears to have been damaged during assembly or during use. The cause of the event could not be identified based on the available information. As a result, the complaint was confirmed for a kinked sheath and carrier tube. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy . A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor account manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: it was reported that prior to the use of the device it was observed that the sheath was kinked so they decided not to use the device. A second angio-seal device was used for hemostasis. There was no problem with the patient, who maintained stable condition. There was no blood loss. The procedure for the patient prior to the use of the angio-seal was intracranial pressure (icp) of the right coronary artery.